Manufacturer narrative:
(B)(4) for the reported event of stent calcified and broke during removal. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was attempting to remove a calcified stent with stone formation placed approximately 3 months ago. When the stent was pulled using a grasper, it broke in half. A laser was also used to break up the stone enough to remove the stent, but the laser was unable to function. The physician had to abort the procedure and completed the second procedure at another hospital on (B)(6) 2014, where he successfully removed the rest of the stent along with the extraction of the stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.